Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. The root cause for the open wire was excessive force. Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming functional testing. Upon evaluation, the j1000 jumper was defective. The cause of the defective j1000 was poor contact at pins 15 to 16 on the j1000 jumper block. The root cause of the defective jumper block was unable to be positively identified. No adverse events resulted from the defective electrode belt or monitor.

Event description:
A us distributor returned a patient's electrode belt and monitor and reported that the patient was experiencing unneccessary arrhythmia alarms.